Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2012. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the peritonitis was not reported. The patient was hospitalized for the event ¿for 7-8 days¿. Treatment was not reported. Dianeal therapy was ongoing. The patient outcome was not reported. No additional information is available.